Event description:
It was reported when using the bd vacutainer® precision glide¿ multiple sample needle, the device experienced insufficient blood flow through the device and blood leakage or sample leakage. The following information was provided by the initial reporter. The customer stated: at the moment of the sample draw, the sleeve that covers the needle that gets through the tubes are not generating vacuum enough. Besides that, it's not sealing causing blood leakage through the hub, over the tubes' stoppers and over patients' arms. Sometimes it's needed to puncture the patients two or three times to prevent this unpleasant situation. This issue has been occurring very often after exchanging the 3rd tube of the drawn.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1056384; medical device expiration date: 2026-03-31; device manufacture date: 2021-02-25. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples of lot 1056384 from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow or leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to determine one of the lot numbers associated with this complaint. Therefore, a review of the device history record could not be conducted for the unknown lot. This complaint is unable to be confirmed for the indicated failure mode of insufficient blood flow or leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced insufficient blood flow through the device and blood leakage or sample leakage. The following information was provided by the initial reporter. The customer stated: at the moment of the sample draw, the sleeve that covers the needle that gets through the tubes are not generating vacuum enough. Besides that, it's not sealing causing blood leakage through the hub, over the tubes' stoppers and over patients' arms. Sometimes it's needed to puncture the patients two or three times to prevent this unpleasant situation. This issue has been occurring very often after exchanging the 3rd tube of the drawn.